Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they charge their device every couple of days now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that they spoke with the patient on (B)(6) 2017, and they have an appointment scheduled with them on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting a couple of months ago in 2017 the patient had to start charging too frequently. Over the last month it was carrying the charge less and less. They used to charge once a week and on all the time but now the patient had to charge every couple of days. It was reported that the patient had a couple of falls in (B)(6) 2017. There were no patient symptoms reported. The patient had not recently switched groups, increased parameters, and it was unknown if there was a past overdischarge situation. No further complications were reported.